Event description:
Customer was admitted to hosp for low blood glucose. Wife stated that while customer was sleeping pump gave a 3 unit bolus at 7:00am this morning. Also stated that spouse does not remember programming in bolus.